Event description:
The customer's wife reported via phone call that the customer had a stroke. In the last two weeks the customer had issues with the infusion sets due to surgical scar tissue on his right abdomen side and high blood glucose levels. He administered a manual bolus of 10 units but his blood glucose level was 465 mg/dl. The high pressure test passed. The device was not returned.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.